Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the patient had to change the catheter weekly due to alleged bypassing and plugging.

Event description:
It was reported that the patient had to change the catheter weekly due to alleged bypassing and plugging.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause could be (example: salt accumulation)/ block drainage lumen/ no drainage eye/operator¿s error- missed plug the catheters into the spigot on the manifold). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "keep away from sunlight. Do not store at freezing temperatures, keep at room temperature away from direct exposure to light, preferably in original box. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.